Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there foreign matter in the tube(s) biological and non-biological. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: the "tubes have a defective plastic. There are three separate lots with a defect of glass/plastic protrusions inside the tube."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1350341; medical device expiration date: 2023-04-30; device manufacture date: 2021-12-16; medical device lot #: 1319227; medical device expiration date: 2023-03-31; device manufacture date: 2021-11-15; medical device lot #: 1350337; medical device expiration date: 2023-04-30; device manufacture date: 2021-12-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for eval: yes d9. Returned to manufacturer on: 27-jul-2022 h.6. Investigation summary 81 unused samples from lot 1350341, 123 unused samples from lot 1319227, no samples from lot 1350337, and 7 photos were returned by the customer in support of this complaint. All the customers unused samples for lots 1350341 and 1319227 (no samples were received for lot 1350337) were visually inspected with no issues being identified. The photos do show damage to the inside of the tube as there is plastic that is sticking out from the inside wall of the tube. Nowhere on the production line is there anything introduced to the inside of the tube that would cause this type of defect. The 100 retention samples from each lot were visually inspected with no damage to the inside of the tube being identified. The device history records from each lot were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was able to confirm the customer¿s indicated failure mode of damage with the photos provided however, this defect was not seen in the returned unused samples, the retention samples and is not caused by any process during the manufacturing of this product. The exact cause of the failure mode cannot be determined. Based on an evaluation of frequency and severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube there foreign matter in the tube(s) biological and non-biological. This event occurred 22 times. The following information was provided by the initial reporter. The customer stated: the "tubes have a defective plastic. There are three separate lots with a defect of glass/plastic protrusions inside the tube."